Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced unbearable pain at the surgical wound site as of (B)(6) 2021. This event, classified as moderate, was treated with medication and considered resolved with sequelae as of (B)(6) 2021. On the same day, the patient was diagnosed with a wound infection at the surgical site, involving the lead and anchor. During the final implant procedure, pus was observed upon opening the wound, and bacterial cultures were taken. Both leads were explanted, and the patient was prescribed clindamycin (600 mg, three times daily) for one week, with follow-up care scheduled. On (B)(6) 2021, a follow-up by phone with a physician noted continued pus leakage from the wound, but no fever. The patient¿s primary physician removed the sutures and monitored the wound daily, while clindamycin treatment was extended until (B)(6) 2021. On (B)(6) 2021, at an outpatient clinic visit, the wound still showed redness and pus leakage but no fever. The wound was opened and rinsed with hibicet, and the patient was advised to rinse the wound with water twice daily. By (B)(6) 2021, redness was still present, but there was no pus or fever. The patient¿s wound infection resolved without sequelae as of (B)(6) 2021, with follow-up scheduled for 1¿2 months. No further complications were reported or anticipated.